Event description:
The reporter stated that during an endoscopic gastrocnemius release surgical procedure, the device blade would not retract and could not be released. The surgery was completed without any adverse event for the patient. The device was examined during washing after the procedure was completed. A small piece was noticed to have broken off from behind the area where the device became stuck. It is not known if the small part was lost down the drain, or if it broke off during surgery. The surgeon will observe the patient postoperatively.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.